Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly found.

Event description:
It was reported that high capture thresholds and decreased sensing were observed. Lead dislodgement was found. Lead was explanted and replaced when repositioning was unsuccessful.